Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event. As no further investigation was able to be performed no change in harm was identified.

Event description:
It was reported the ar-2324kpslc had a misloaded tail, it was unwound. Additional information 4/8/2021 it was reported that during biceps tenodesis, when inserted into the bone after pulling off the orange tab there were only two tales. The passing suture to the knotless corkscrew was already completely through the eyelet. The surgeon was planning to use the knotless additional to tag the superior aspect of the subscap. Because it was undone, this could not be done and the case was completed using two additional anchors to repair the subscap.